Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6); ubd: , UDI#: h3: analysis of the returned wireless recharger (s/n: (B)(6) found no anomalies were visually observed. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a recharger. The patient reported seeing scrolling battery lights on the recharger. The patient noticed the scrolling battery lights on saturday. They had kept the charger on the dock and confirmed they saw the ac power light on the charger dock. A week or two prior they had noticed the charger randomly beeping on its own. The following troubleshooting steps were performed: attempted to reset the recharger. The recharger was unresponsive to reset attempt. The issue was not resolved through troubleshooting. An email was sent to the repair department.